Event description:
Boston scientific received information that during a routine device upgrade procedure, this right atrial (ra) lead was have found to dislodged when presented under fluoroscopy. It was unknown when the ra lead dislodged. The lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.